Manufacturer narrative:
The concerto nylon coil has not been returned for evaluation; product analysis cannot be conducted. The device was not returned and procedural images relevant to the issue were not provided; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the provided information. Mdrs related to this event: 2029214-2018-00042, 2029214-2018-00043, 2029214-2018-00044. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that three concerto coils were unable to be detached with an instant detacher during a procedure. Patient anatomy was described as having little tortuosity. The devices were prepared without any issues noted. There were no reports of patient symptoms or complications in association with this event.

Manufacturer narrative:
Updated the device was returned for evaluation and the clinical observation was confirmed. As received, the implant coil was found damaged and stretched with the polypropylene filament broken and detached from the pushwire. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator were found to be intact. The pushwire was found to be bent at several locations from the proximal end. Although the implant coil was found to be detached from the pushwire, the detach element (with the coil shell) were found still attached to the distal end of the pushwire. The implant coil appeared to be broken from the coil shell. During evaluation, detachment testing was performed to detach the detach element from the pushwire. Three attempts were made with an in-house instant detacher but the tack weld replacement (twr) crimps remained intact, and the detach element remained attached to the pushwire. The pushwire was then intentionally broken distal to several of the bends in the pushwire and the release wire was pulled back. The detach element successfully detached as intended. The detach element was found bent. The instant detacher was not returned for evaluation; therefore, any contributing factors from the instant detacher could not be assessed. It is likely that the intact tack weld replacement (twr) crimps led to the failure of the implant coil (detach element) to detach from the pushwire. It is likely that the bends in the pushwire prevented pulling back of the release wire and prevented the twr crimps from being successfully broken with the use of the instant detacher. The cause for the damages to the concerto coil could not be determined. All coils are 100% inspected for damages and irregularities during manufacture. Per the concerto detachable coil and i.d. (Instant detacher) instructions for use (IFU): warning: ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿